Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: d4 expiration date; h4. Visual examination of the provided picture identified the broken stem, bio-debris present. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to user error. The surgeon deviated from the surgical technique and used the incorrect combination. This complaint can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven years post-implantation, the patient underwent a hip revision due to the stem snapping at junction. The surgeon had used an incorrect combination, leading to fracture. Attempts have been made and no further information has been provided.